Event description:
A user facility reported to olympus that during a diagnostic colonoscopy procedure, the evis exera iii video system center suddenly lost video. The procedure was completed successfully using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation and the investigation is in process. Olympus was unable to confirm the customer's complaint. The unit was tested with olympus test scopes (cf-hq190l, ltf-s190-5, ltf-vh, gif-h180, giff-q180 scopes), and all video output signal and images were present and stable. The unit passed all functional tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be confirmed. However, the abnormality of the image may have occurred temporarily because the scope was not connected properly, or foreign objects were attached to the electrical contacts of the scope that caused connection failure with the scope. Per instructions for use: 6.3 connection of an endoscope caution connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Olympus will continue to monitor field performance for this device.